Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm indicated that there were no recorded events in the iabp's diagnostics. The stm spoke to the end user and concluded that due to the constant changing blood pressure(labile) the iabp was behaving correctly and that the end user needed to wait for the iabp to finish balloon fiber optic calibration and autofill. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient with labile arterial blood pressure that the cardiosave intra-aortic balloon pump (iabp) waveform was unassisted. The end user found that the iabp was displaying "fiberoptic cable calibrating" message. The end user then found that they were unable to autofill, recalibrate, restart, place on stand by, place on semiauto and restart. Additionally, the "help button" was not available. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy on a patient with labile arterial blood pressure, the customer noticed that the invasive blood pressure (ibp) waveform was unassisted. The end user found that the iabp was displaying "fiberoptic cable calibrating" message. The end user then found that they were unable to autofill, recalibrate, restart, place on stand by, place on semiauto and restart. Additionally, the "help button" was not available. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: b5, h6 (device codes).updated fields: b4, g4, g7, h2, h10, h11.

Event description:
It was reported that during use on a patient with labile arterial blood pressure that the cardiosave intra-aortic balloon pump (iabp) waveform was unassisted. The end user found that the iabp was displaying "fiberoptic cable calibrating" message. The end user then found that they were unable to autofill, recalibrate, restart, place on stand by, place on semiauto and restart. Additionally, the "help button" was not available. There was no harm or injury to patient and no adverse event was reported.